Manufacturer narrative:
Add'l info has been requested and if rec'd, will be reported on a supplemental report.

Event description:
It was reported that "proximal portion of the nail broke off at the junction of the lag screw hole. Removed it and put in a gamma long nail instead".